Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-30 h6: investigation summary forty-six 2000e7d samples from lot 1017045 were received in sealed packaging for investigation. A visual inspection of the samples confirmed the customer¿s experience as twenty-three were found to have oval female luer adaptors (fla). One of the samples was also noted to be further damaged, as the clear body was distorted and had split open. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1015647 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the distorted shape of the smartsite component is exposure to an external heat source that brings the component temperature above 60°c, if the smartsite is subjected to excessively high temperatures it is possible for the material to soften and deform; however a review of the manufacturing process, storage conditions and the sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a very small number of similar reports against the smartsite component; it is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit). H3 other text : see h.10.

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) end cap was damaged and wouldn't screw onto the cannula properly, resulting in blood backflow during the infusion. There were 10 valves with the reported defect of damaged end caps. The following information was provided by the initial reporter: "many of the valves are visibly faulty ¿ the cap end is not straight ¿ but crooked and cannot be screwed into the cannula safely. It has resulted in blood flow back from the patient and unable to inject IV medicines safely. As such they are both an infection and clinical safety risk. They previous valves we had were ref 2000e-o4. The packaging was different and we had no problems with them."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) end cap was damaged and wouldn't screw onto the cannula properly, resulting in blood backflow during the infusion. There were 10 valves with the reported defect of damaged end caps. The following information was provided by the initial reporter: "many of the valves are visibly faulty ¿ the cap end is not straight ¿ but crooked and cannot be screwed into the cannula safely. It has resulted in blood flow back from the patient and unable to inject IV medicines safely. As such they are both an infection and clinical safety risk. They previous valves we had were ref 2000e-o4. The packaging was different and we had no problems with them."